Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced went to emergency room and insulin pump was not working. Customer¿s blood glucose level was 319 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin injection. Customer stated that the insulin pump had a crack on the reservoir lip ring. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.